Event description:
Patient admitted to hospital c/o abdominal pain; sent to cath lab for cardiovascular work-up; femoral artery access obtained after 6 unsuccessful attempts to access artery; difficulty due to prior bilateral fem pop bypass surgery with anastomoses in area and 80% pvd lesion in vessel. Prior to procedure patient on daily oral doses of aspirin 80mg and plavix 75mg to prevent clotting; give heparin 5000 units IV bolus during procedure. Following procedure boomerang wire deployed but unable to get temporary hemostasis; systolic bp >200 mmhg: device removed and manual compression applied; appeared hemostasis achieved; bp dropped 88/40; pt sent for CT scan w/ abdominal mass noted; sent to surgery; closed suprainguinal arteriotomy that had bled into pelvic vault. Per surgeon, problem not device related; problem due to suprainguinal arterial access that could not be closed with manual compression.

Manufacturer narrative:
Na